Manufacturer narrative:
(B)(4). Market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. A needle was received on each device. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle on each device. Some plastic shearing of the toggle switch was noted on each device. The visual inspection of the broken needle received loaded on device one noted witness marks on the cone and around the loading slot. The visual inspection of the bent needle received loaded on device two noted witness marks on the cones and around the loading slots. A pmv needle was loaded onto each device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. Replication of the broken and bent needles may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. The IFU states, toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter, during a lap gastric bypass, the device was jammed, could not be loaded. The current patient status is normal. Unintended colostomy, formal laparotomy, re-operation etc. Were performed due to the issue with the device. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity.